Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: product analysis found that visually, there was no damage in the construction of the device. There was contamination on the outside diameter of the tube and on the cuff balloon. A syringe was used to inject 20cc of air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks or blockages were noticed and there was no deformation in the cuff while fully inflated. For further analysis, a leak test was performed by submerging the cuff and inflation assembly, at separate times, under water and no bubbles (leakage) were observed. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.2 ohms (blue with clear tubing), 3.7 ohms (red), and 3.4 ohms (red with clear tubing) which all electrodes were in specification. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the airway pressure was higher than 40 just after inserting the tube during endoscopic thyroid surgery. After replacing the endotracheal tube, it returned to normal, and the airway pressure was still high when the endotracheal tube was used again. After replacing with other endotracheal tube of the same model from medtronic, the problem was solved and the operation went smoothly. There was no patient injury.